Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that vitrectomes did not cut despite reduced cutting rate to 3000 cuts per minute (cpm) during the vitrectomy surgery. The surgery was completed on same day. The other surgery was details and patient details were unknown. Additional information requested and received that some vitreous cords were not severed. After several attempts, the vitreous cord was successfully severed and removed. There was no patient impact. This case pertains to the two of three vitrectomy probes used during the same surgery.